Event description:
Patient reported infusion devise failed to display an 04 (occlusion) error after her site caused a capilary to burst resulting in a blood clot. Patient indicated that as a result of the blood clot, her insulin could not flow out of the infusion set. Patient indicated that she experienced elevated blood glucose (270 mg/dl). Patient reported that in addition, she noticed that her infusion set tubing had partially separated. Patient indicated that she believed the reason the device failed to alarm was due to the partially separated infusion set. Patient indicated that she did not have to seek medical assistance to address her blood glucose level.